Event description:
It was reported that the right atrial (ra) lead was replaced due to alleged insulation damage and lead noise. The physician attempted to implant a new ra lead to resolve the event, but experienced a helix extension issue. Another ra lead was successfully implanted and the patient was stable with no adverse consequences.